Event description:
High impedance, rv lead implanted, tried multiple locations and all had high impedance (> 2000 ohms) with capture threshold > 5v. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found full lead returned. Visual inspection: it was noted that blood was observed in/on the helix/lobe mechanism.